Manufacturer narrative:
A ge oec service rep investigated the issue and found a failing cpu that required a single board computer (sbc) upgrade. The sbc was removed and replaced the associated components and pcbs were also upgraded and replaced per procedure for the upgrade and repair of the system. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would intermittently not boot correctly.